Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "sensor ended" message after 9 days of wearing the adc freestyle libre sensor. Customer further reported he experienced symptoms of hypoglycemia described as "seizure, irrational behavior and unable to walk" and was unable to self-treat. Customer was treated with sugar water, sweets, biscuit and pasta" by a family member after which the glucose level went "really" high. No further treatment was reported. There was no report of death or permanent impairment associated with this event.